Manufacturer narrative:
Pt: 18 yrs or older. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.25x20mm apex balloon catheter was advanced to predilate the lesion. Upon the first inflation, the balloon ruptured at 8 atms. The device was successfully removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's current condition is listed as "good".